Event description:
According to the reporter, during the partial laparoscopic partial nephrectomy the used device bag was torn, the surgeon had to explore the cavity to make sure nothing has fallen into it. No additional information given.